Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not reopen while applied to tissue. It is unk how the device was removed from patient tissue. There was reportedly no injury to the patient and no medical intervention required.